Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced frequent ipg charging. Reprogramming and proper charging education was done but it did not resolved the problem. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.